Manufacturer narrative:
(B)(4). Device has been returned to the MFR for analysis. A f/u report will be sent when the analysis is complete.

Event description:
The patient was experiencing symptoms of withdrawal during the day and was fine at night. A dye study, rotor study, and x-rays were within normal limits. They questioned a microtear in the catheter. The catheter was replaced. There was reported to be no patient injury. The patient recovered without sequela. The device system was used to deliver lioresal.